Manufacturer narrative:
Serial numbers: (B)(4). The investigations found: for 8 events: the investigation could not identify a product problem. The cause of the event could not be determined. For 3 events: the investigation determined that service actions resolved the issue. For 1 event: the investigation is currently ongoing. The follow up/corrective actions were: for 1 event: special wash parameters were updated on the instrument. For 1 event: the field engineering specialist (fes) found too low gear pump pressure, the amount of water in the washing station was too high, and the reaction cells were being used for longer than the recommended time period of 1 month. For 1 event: the fes checked the instrument and found the qc was acceptable. For 1 event: the fes adjusted the sample probe, checked the water pressure, and performed a hardware check. The gear pump pressure and precision runs were acceptable. For 1 event: the fes lubricated the cuvette rotor and checked the rinse units. The customer qc and precision were acceptable. For 1 event: the fes found a needle in the rinse unit was blocked in the upper position causing a cuvette to be empty or overfilled. The field engineering specialist cleaned the needle which corrected the movement. The controls and the system were acceptable. For 1 event: the fes cleaned the mixer and the bath. The fse replaced the heat cut filter, the lamp, the sample probes, and checked the sample probe alignment. A cell blank was performed that was acceptable. The calibration and qc were run. For 1 event: the fes cleaned and adjusted the reagent probes. He adjusted the external rinsing of the probes. He adjusted the sample probes and the gear pump. For 1 event: the fes cleaned and adjusted the reagent probes. He adjusted the external rinsing of the probes. He adjusted the sample probes and the gear pump. For 1 event: the corrective/follow-up action is not yet available. For 1 event: the fes found the reagent probe was bent and fixed it. Qc and patient results were then ok. For 1 event: the fes found a bent sample probe that was not being rinsed properly. He replaced both sample probes and adjusted the rinse position of sample probe a. Qc was completed within specification. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>12</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas 8000 c (701) module. The events involved a total of 20 patients with the following: 5 patients had erroneous tpuc3 total protein urine/csf gen.3 results. 1 patient had an erroneous crep2 creatinine plus ver.2 result. 1 patient had an erroneous mg2 magnesium gen.2 result. 1 patient had an erroneous tpuc3 total protein urine/csf gen.3 result. 7 patients had an erroneous ca2 calcium gen.2 results. 1 patient had an erroneous creatinine result. 4 patients had erroneous ureal urea/bun results for 5 patients the patients' ages ranged from 44 to 90 years. There were 3 females and 2 males.

Manufacturer narrative:
For the one pending event, the provided calibration and qc data appeared acceptable. The patient sample was not available for further investigation, therefore, he cause of the event could not be determined. The investigation did not identify a product problem.